Event description:
Stage 1 avn according to doctor. Allegedly doctor used core decompression kit in 2008 and had to remove the femur head of patient and perform hip replacement in 2009. Doctor stated there was a collapse of the area and that there was no bone growth.

Manufacturer narrative:
Hospital has advised they will not be filling a medwatch report. Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.